Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The endoscope self-test failed. The endoscope was returned with the advance endoscope adapter (aea) retaining ring or screws was missing, and the camera instrument adapter was dislodged. The front (negative) lens was detached. The right eye had poor focus at all distances. There was corrosion or physical damage to the ic electromagnetic interference (emi) fingers. The root cause of the dislodged camera instrument adapter was attributed to manufacturing. As of (B)(6) 2022, a review of the site's complaint history shows additional complaints related to this product and/or this event. (B)(4) and (B)(4) are duplicate of (B)(4). A review of the device logs for the 0-degree endoscope (part# 470056-08 / lot/serial# 10107026) associated with this event has been performed. Per this review of the logs, the 0-degree endoscope was last used on (B)(6) 2022 via system serial# sk5644. There were 1999 uses remaining after this last usage. A review of the provided image was performed by an isi fae. The following additional information was provided: the aea was dislodged as the retaining ring was dislodged/missing. As a result, aea was no longer flushed with housing and roll gear. This complaint is considered a reportable event due to the following conclusion: the returned xi endoscope was found with a missing camera instrument advance endoscope adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical salvage surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the system did not recognize 0-degree endoscope. The tse reviewed the error logs and confirmed multiple error 482211. The issue was resolved by replacing the endoscope. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage was observed on the endoscope. It was also reported that there was the same issue occurred at a previous procedure, but cleaning connector resolved the issue.